Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the undetected upstream occlusion which was reproduced and confirmed during evaluation caused by a failing upstream pusher. The upstream pusher was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.